Manufacturer narrative:
Analysis of programming history.

Event description:
While reviewing the patient¿s vns generator programming history a system faulted diagnostics was noted to have left the patent with unintended settings. On (B)(6) 2006 the patient last settings were output current= 1.75 ma/ frequency= 30 hz/ pulse width= 250 ¿sec/on time= 21 sec/off time= 1.1 min / magnet output current= 2.5 ma/ pulse width= 500 ¿sec / on time= 60 sec. A system diagnostics was then performed which faulted. No final interrogation was then performed to check the patient's settings. The next recorded visit on (B)(6) 2013 the patient settings were output current= 1 ma/ frequency= 20 hz/ pulse width= 500 ¿sec/on time= 30 sec/off time= 60 min / magnet output current= 1 ma/ pulse width= 500 ¿sec / on time= 30 sec. This event is captured in MDR report #: 1644487-2013-01230. On (B)(6) 2007 the patient's settings was still at output current= 1 ma/ frequency= 20 hz/ pulse width= 500 ¿sec/on time= 30 sec/off time= 60 min / magnet output current= 1 ma/ pulse width= 500 ¿sec / on time= 30 sec. A generator diagnostics was then performed which resulted the patient¿s settings to change to output current= 0 ma/ frequency= 30 hz/ pulse width= 500 ¿sec/on time= 30 sec/off time= 5 min / magnet output current= 0 ma/ pulse width= 500 ¿sec / on time= 60 sec. On (B)(6) 2007 the patient's settings was then corrected to output current= 0.25 ma/ frequency= 30 hz/ pulse width= 250 ¿sec/on time= 30 sec/off time= 5 min / magnet output current= 0.5 ma/ pulse width= 500 ¿sec / on time= 60 sec. This event is captured in this MDR report.